Event description:
During inventory check the needle cap was found detached inside the packaging of three devices.

Manufacturer narrative:
(B)(4). The manufacturing DHR file was reviewed. No recorded results of manufacturing issues or anomalies were reported. The customer returned one photo for evaluation: reference photo 1 tc# 20040803 to 20040807. Visual inspection of the photo confirmed the needle guard was completely removed from the needle. The customer returned one ez-io 15 mm needle set for evaluation. Visual inspection of the unopened kit confirmed that the needle guard was completely removed from the needle and the needle tip was exposed. There was one puncture hole noted in the packaging compromising the sterile barrier. This failure mode is likely related to the design of the kits packaging. The needle set was tested per the instructions for use (IFU). The needle set IFU (8087a rev. 04) states, "attach ez-io needle set to ez-io power driver and remove safety cap from catheter." The kit was opened , and the needle guard was reattached to the needle. The guard fit snug and required moderate force to remove. The needle set IFU (8087a rev. 04) was reviewed as part of this complaint investigation. The attached certificate of compliance (part of DHR) certifies that the aforementioned lot meets the viant upland quality system requirements and specifications. This product has been manufactured and controlled by viant upland in accordance with the FDA qsr and iso iso13485:2003. A review of the certificate of conformance/device history record found that the needle set passed all the release criteria. The device was released in 05/2019 and is approximately 2.5 years old. Corrective actions for a CAPA were implemented in sep 2021. This ez-io kit was manufactured in may 2019, prior to the corrective actions being implemented. The complaint of a guard becoming removed from its needle while still in the kit was able to be confirmed by a complaint investigation of the returned sample and the returned customer photo. The returned unopened kit was confirmed to contain a needle with its guard completely removed from the needle. There was one puncture hole from the needle observed in the packaging. The likely cause of this complaint is the package design. Corrective actions for a CAPA were implemented in sep 2021. This ez-io kit was manufactured in may 2019, prior to the corrective actions being implemented.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
During inventory check the needle cap was found detached inside the packaging of three devices.